Manufacturer narrative:
(B)(4). The device has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported a potassium piggyback infused faster than expected. Rate set at 100 ml/hr, volume to be infused was 100 ml. The potassium bag was empty before the hour was up. After transfer of the set to another device no further incident was reported. The administration sets were not saved. There was no report of patient harm or medical intervention. Although requested, no further patient or event information was provided.